Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connection from the huber needle to the injection connector had come loose, causing blood to spew out and bubbles to enter the patient's IV line. The patient's guardian stated that the clear plastic port on the needle was the cause for concern as it wouldn't fully tighten. It was stated the microvalve connector was changed, but the issue was not resolved. A new needle from a different lot was used with no issues.

Event description:
It was reported that the connection from the huber needle to the injection connector had come loose, causing blood to spew out and bubbles to enter the patient's IV line. The patient's guardian stated that the clear plastic port on the needle was the cause for concern as it wouldn't fully tighten. It was stated the microvalve connector was changed, but the issue was not resolved. A new needle from a different lot was used with no issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose connection between the infusion set and needless injection cap was confirmed. Three 20g x 0.75¿ safestep safety infusion sets were returned for evaluation; sample 1: lh-0031 with an unknown lot, sample 2: lh-0031 and lot asdns0170, and sample 3: lh-0031 and lot asens0077. Sample 2 and 3 were returned within opened packaging which contained the forementioned product code and lot information. Usage residue was seen on sample 1 but was not visible on samples 2 and 3. Microscopic examination of the luer adaptors on all three samples was unremarkable. Sample 1 was returned with a non-complainant needleless injection cap attached to the luer adaptor. An attempt was made to flush these samples with blue dyed water from a non-complainant luer-lock syringe. The samples were patent to infusion. No leaks were seen in the infusion sets or at the connections between the infusion sets and the luer adaptors (samples 2 and 3) or at the connections between the luer adaptor, the injection cap and the luer-lock syringe (sample 3). The safety mechanism was disengaged, and the needles were mechanically occluded by the investigator. The samples were flushed against the occlusions. No leaks were detected in the infusion sets or at the connections. An iso 594 taper gauge was inserted into the devices¿ luer adaptors. The taper gauge inserted into the luer between the gauge¿s limit planes on samples 2 and 3. This indicated that the tapers on samples 2 and 3 were within the required specification. When the iso 594 taper gauge was inserted into the sample 1¿s luer adaptor, the taper gauge inserted past the gauge¿s limit planes. This indicated that the taper on the luer adaptor does not meet the requirements. Even though the sample did not leak during functional testing, there was deformation of the luer taper. Therefore, this complaint will be confirmed on one of the returned samples. The investigation findings are consistent with damage accumulated through gradual deformation due to continuous outward-radiating stress within the luer hub orifice, also known as material creep. Likely sources of the stress include slip-fit style male luer adapters such as those found on some i.v. Administration sets and syringes. This type of damage occurs when a tapered object is forcefully inserted into the luer hub orifice then left in place, resulting in gradual widening, or creep, of the luer hub material. This type of failure was replicated at bd using 5 iso compliant slip-fit adapters and 5 non-complainant infusion sets. A combination of use of slip-fit style adapters, the force with which those adapters were inserted, and the duration of insertion resulted in this type of slow luer hub deformation. Creep deformation takes place over days; however, the rate of deformation depends upon the force used to insert the taper. This type of damage may possibly be mitigated by reducing the insertion force and/or using luer lock style adapters. H3 other text : evaluation findings are in section h.11.